Manufacturer narrative:
The serial number of the e 801 analyzer is (B)(6). Medwatch field e1 initial reporter establishment name - the full facility name was provided as (B)(6).

Event description:
The initial reporter stated they received questionable results for two samples collected from the same patient tested with elecsys syphilis on multiple analyzers. The samples were collected from a clinician who experienced a needlestick injury from a patient with active syphilis. The first sample was tested on the customer's e 801 analyzer, resulting in syphilis values of 17.1 coi (reactive) and 17.2 coi (reactive). The sample was repeated using the abbott method, resulting in a value of 0.35 s/co. The sample was re-centrifuged in a high-speed centrifuge and tested on a second unknown roche analyzer, resulting in a syphilis value of 17.0 coi (reactive). A second sample was collected from the patient and it resulted in a syphilis value of 16.9 coi when tested on the e 801 analyzer. The sample was repeated on a cobas e 411 analyzer, resulting in a syphilis value of 15.86 coi (reactive). Both samples were sent to different laboratories for rpr and tppa testing and all results came back as non-reactive.